Event description:
The pt underwent a sling procedure in 2004. In about 5 months later, the pt presented with mesh erosion. In about 2 weeks later, an exeresis of the part of the mesh in with colpectomy & anterior colporraphy was performed. In about 3 month a discrete cystocele anterior repair was peformed.